Event description:
The lay user/pt contacted lifescan alleging the meter's battery indicator remains on display after new batteries are installed. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.